Event description:
A caller reported a malfunction on a pump, indicated by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in completing the process. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump. Technical support also instructed the caller to reach out again if any further malfunction codes appeared.